Event description:
It was reported by service report that the brakes could not be engaged. The service report notes do not indicate if there was a pt involved or if there were adverse consequences reported.

Manufacturer narrative:
Eval: brake cam.